Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/2/2020. H.6. Investigation: customer returned (37) used 32gx4mm bd pen needles without a tear drop label or inner shield attached. Customer reported that pen needle clogged. All 37 returned pen needles were examined, and the following was observed: - 33 exhibited a bent non-patient end (npe) cannula, - 4 exhibited a broken npe cannula. No evidence of manufacturing defect was observed. The bent and broken cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 37 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that 2 bd ultra fine¿ pen needles were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: received voicemail from consumer with bd nano pen needle complaint. Consumer stated she has a new box of the bd nano pen needles lot # 9294861 cat # 320122. Stated today she has one that did not work. Returned consumer's phone call from voicemail that was received. Consumer stated she had two pen needles that did not work from her new box. Stated she has been reusing the needles and inquired if that is ok. Advised consumer not to reuse her pen needles. Further advised that the bd pen needles are made for single use only. Date of event: 08/10/2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd ultra fine¿ pen needles were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: received voicemail from consumer with bd nano pen needle complaint. Consumer stated she has a new box of the bd nano pen needles lot # 9294861 cat # 320122. Stated today she has one that did not work. Returned consumer's phone call from voicemail that was received. Consumer stated she had two pen needles that did not work from her new box. Stated she has been reusing the needles and inquired if that is ok. Advised consumer not to reuse her pen needles. Further advised that the bd pen needles are made for single use only. Date of event: (B)(6) 2020.